Event description:
It was reported that while the patient was exercising at home, they received an inappropriate shock. The patient then was brought in for further evaluation and underwent a stress test. Additional review of stored episodes reveled myopotential oversensing while the patient is in atrial fibrillation (af) and functional undersenings as a result of low amplitude r-waves. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Subsequently, the device was reprogrammed. The device remains in service. No adverse patient effects were reported.